Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (scrdrivershaft-hex-lrg ø3.5 l165, part number 314.560, lot number 9660522). The investigation has shown that the hexagonal tips are broken off as complained; the broken off parts were not returned for further investigation. The connection part of these two screwdriver shafts shows signs of use during its 2 year lifespan. The review of the production histories revealed that these instrument were manufactured in august 2015 and october 2015 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The hardness was measured at the time of the manufacturing for 1.4112 and was found to be good. The broken surface are homogenous what indicates material conformity to the specification as well. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however the failure mode is consistent with a combination of fatigue and off-axis loading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review was conducted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 02. Oct. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2017, two (2) different large hexagonal screwdriver shaft tips broke off while inserting screws. Fragments were generated but retrieved easily. Surgery was completed successfully with a delay of approximately 5 minutes and no harm to patient. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown) this report is for one (1) large hexagonal screwdriver shaft. This is report 2 of 2 for (B)(4).